Event description:
It was reported that the pump history was missing data despite being in use. There was no reported impact to customer's blood glucose. Customer declined to provided further information or troubleshoot with tandem technical support.